Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customers blood glucose level. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed the pump supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.